Manufacturer narrative:
N/a

Event description:
The following has been reported: patient following septic shock with multiple organ failure and hemodynamic failure, in end-stage renal failure, receiving vasopressor treatment with norepinephrine and dobutamine. During norepinephrine infusion (2 ml/h at a concentration of 1 mg/ml), a technical error occurred: "keyboard" error 28 (0002) with a continuous audible alarm on the syringe pump and a shutdown. Clinical consequences: severe hypotension (mean arterial pressure of 53 mmhg). Emergency replacement required with increased doses of norepinephrine. Mean arterial pressure subsequently normalized. Prolonged hospitalization. Actions taken: the electric syringe device was sent to the biomedical department for maintenance reporting as a conservative measure. Adverse event effects were reported. Device history record was reviewed, no issue has been found. Device log was reviewed, error 28 found two times, this is a keypad error which confirm the reported issue. The reported device and the defective spare part were not returned to our laboratory for analysis. The device was repaired by the hospital's technical department in compliance with the applicable internal procedures. However, no root cause could be identified. The error 28 reported by the customer is confirmed in the device logs provided so the complaint is valid. To our knowledge this complaint is being related to patient safety. This complaint is considered as: valid. The trend is: normal.